Manufacturer narrative:
Sample material was sent for further testing at an external laboratory where monoclonal gammopathy type igm kappa was confirmed. In this case, the cystatin c assay is affected by the gammopathy of this patient. Product labeling states: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined the event was due to a patient-specific sample-related issue. The investigation did not identify a product problem.

Manufacturer narrative:
Sample material was submitted for investigation. The customer's high cystatin c results were reproduced at the investigation site. The reaction kinetics showed an unusual trajectory, suggesting the presence of an interfering compound. Following size exclusion chromatography (sec) processing, the interference was separated from cystatin c. The results suggest that igm may be the potential interferent; however, this could not be confirmed. It cannot be excluded that the cystatine c analyte itself is included in the mechanism by which the cysc2 assay is affected. Product labeling states: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." This patient should not be tested for cystatin c using the tina-quant cystatin c gen. 2 assay. An alternative assay should be used for the diagnosis of this specific patient. The investigation determined the event was due to a patient-specific sample-related issue. The investigation did not identify a product problem.

Manufacturer narrative:
The customer¿s c702 module serial number was (B)(6). The c702 module serial number from the other laboratory was not provided. Competitor 1 method was beckman. Competitor 2 method was abbott. Sample material was requested for investigation.

Event description:
The initial reporter questioned high results for 1 patient tested for tina-quant cystatin c gen. 2 (cystatin c) on 2 cobas 8000 c 702 modules. The customer¿s results with reagent lot 752139, expiration date 31-may-2025: the initial result was 9.79 mg/l with an invalidating data flag. The repeat result in decreased mode was 13.53 mg/l with an invalidating data flag. Another result of 10.82 mg/l with an invalidating data flag was provided. The sample was tested with dilution with the following results: 1:3 was 6.19 mg/l, 1:5 was 2.48 mg/l, 1:10 was 1.09 mg/l, 1:20 was 0.84 mg/l. The sample was tested by competitor method 1 and the result was 0.89 mg/l. The sample was tested in another laboratory using a c702 module with reagent lot 735221, expiration date 30-apr-2025: the initial result was 10.20 mg/l with an invalidating data flag. The repeat result was 12.71 mg/l with an invalidating data flag. On (B)(6) 2024 a new sample was obtained and tested on the customer¿s c702 module with a result of > 10.2 mg/l. The result from competitor method 2 was 1.1 mg/l. An interference is suspected. On (B)(6) 2024, three additional patient samples were mentioned with "normal" creatinine results and "abnormal" cystatin c results (over 5.0 mg/l). Clarification on the details related to these patient samples was requested but has not been provided.

Manufacturer narrative:
Follow-up manufacturer report 1823260-2024-01629-02 stated in h11: "sample material was sent for further testing at an external laboratory where monoclonal gammopathy type igm kappa was confirmed." Information was received from the external laboratory correcting the gammopathy type that was confirmed. This statement is updated to say: "sample material was sent for further testing at an external laboratory where monoclonal gammopathy type igg kappa was confirmed."